Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09099. The pt received the scs system including two percutaneous leads (from different lots) on (B)(6) 2010. It was reported that the pt experienced inadequate stimulation coverage. During the revision procedure, it was noted that the leads had migrated and were covered by scar tissue. The physician elected to replace the leads. The pt reported good coverage and comfortable stimulation postoperative. No further pt complications were reported.

Manufacturer narrative:
Evaluation summary: results: the reported product was cut and incomplete. The product could not be functionally tested and analyzed. There was also a tear in the tubing with wires pulled out 5 cm below the terminal end. The cuts and tear visually examined are consistent with damage that occurred during the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.